Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during a transurethral resection in saline (turis) system therapeutic procedure, it was found that there were glaring and interference on the endoscopic image. The user completed the procedure. There was no report of patient injury associated with the event.